Event description:
It was reported that the user experienced a low blood glucose event reported at 67 mg/dl after the pump issued a ¿glucose falling quickly¿ alert, following a period without a sensor that led to hyperglycemia reported at 325 mg/dl and subsequent corrections. The event involved an ilet pump operating with cgm data restored and data synced, and the user treated with oral carbohydrates including gummies and soda. Symptoms included malaise and irritability consistent with hypoglycemia. Outcomes included stabilization of glucose after treatment without hospitalization. Customer care agent performed investigative communication with the user and evaluation of device alarm history. Investigation of this case revealed that insulin dosing corrections after sensor downtime likely contributed to the hypoglycemic event, and the device alarm functioned as designed without evidence of hardware or component malfunction. It was concluded, based on previously established findings for similar reports, that user management factors related to therapy without cgm and subsequent corrective dosing were the likely cause.

Manufacturer narrative:
Initial.